Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05524. It was reported during the patient's scs system lead revision surgery (ref MDR # 1627487-2018-05117 & 1627487-2018-05118 ) the physician experienced difficulty unlocking the lead anchors and could not get the anchors to unlock. Consequently, the physician decided to explant the anchors with the leads.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-05524.